Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the surgeon lost use of usm (universal surgical manipulator) 3. Prior to contacting intuitive surgical inc. (Isi) technical support engineer (tse), the caller (nurse) indicated the operating room (or) team removed all instruments, undocked and recovered from the error by disabling usm3. Tse reviewed the logs and confirmed the error 319 pointing to usm3 control lost. Tse instructed the caller through troubleshooting steps, however, without change. The surgeon decided to convert to laparoscopy surgery. There was no report of patient injury. Isi followed up with the initial reporter and on 03/23/2022 obtained the following additional information: there was no patient harm or injury as a result of the alleged issue and the procedure was completed laparoscopically with no consequences to the patient. The reporter indicated the system was inspected and a self-test was performed before use. There were no issues noted during set up of the system or during port placement. There were no outside influences preventing or impeding the movement of usm 3. The reporter noted that the issue occurred approximately 2 1/2 hours into the procedure and the or team attempted to reset the instrument and sterile field following the event. Video of the procedure is not available. No other information was provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, the fse replaced the universal surgical manipulator (part# 380647-27). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported error (319). When the unit was tested on an in-house system, the reported error occurred in normal mode. The unit did not pass the fiber test on the rolling loop. When the rolling loop fiber cable was swapped with a new one, the error no longer occurred. The error reoccurred when the original rolling loop fiber cable was reinstalled. The unit passed all required tests with a new rolling loop fiber cable. To correct the issue, the rolling loop assembly will be replaced. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided. The tse reviewed the system logs at the time of the call into technical support. The logs confirmed the reported errors. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure caused the procedure to be converted to a laparoscopic procedure and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.